Event description:
New information noted that the patient presented for lead revision procedure on (B)(6) 2019. The lead was repositioned; good sensing, capture and impedances were noted. No adverse events noted, the patient remained stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, high impedance was noted on the right ventricular lead. The patient presented in clinic on (B)(6) 2019. The tachycardia therapies were turned off. Lead revision was discussed.